Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional classification codes: hrs. (B)(4), lot number unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Telephone number unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal humeral fracture surgery on (B)(6) 2017, while the surgeon was inserting the first locking screw into the first plate hole the surgeon could not make final tightening. The surgeon used another screw to replace the screw in question and was able to make final tightening. The same issue occurred when the surgeon was inserting the second locking screw in question in to the second plate hole. It was found that the threads of the second plate hole were broken. The surgeon gave up on inserting the second screw in question to the second plate hole since the head of the second screw in question was spinning around: thus, the surgeon could not make final tightening either. There was no plate bending. No surgical technical error was confirmed: the drill was used under the va mode without any insertion angle change, and the sleeve had been attached securely. The surgery was extended for 10 minutes. No adverse consequence to the patient was reported. (B)(4).